Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-oct-2016. In or about (B)(6) 2010 the consumer had two essure coils (fallopian tube occlusion insert) implanted for permanent sterilization. Upon information and belief, after this procedure, she underwent the hsg (hysterosalpingogram) procedure. On or about (B)(6) 2010, she unknowingly became pregnant with an eptopic pregnancy. She began experiencing severe pain and bleeding. She later learned the fallopian tube had ruptured and the essure had punctured the thru the back wall of the uterus. On or about (B)(6) 2011 she underwent surgery to remove the fallopian tube and ovary. During the surgery it was discovered that the essure device punctured the uterine wall. She would like to remove the remaining essure device. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced an ectopic pregnancy and her fallopian had ruptured and essure had punctured the thru the back wall of the uterus. She underwent a surgery to remove the fallopian tube and ovary. During the surgery, it was discovered that the essure device punctured the uterine wall (embedded device). It was also reported that she experienced bleeding (seen as genital haemorrhage). All the events are anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When a pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Considering the plausible temporal relationship and the nature of the event, a causal relationship between ectopic pregnancy and essure cannot be excluded. Fallopian tube rupture, as it complication, was also considered related. Uterine perforation/embedment may occur with trans-cervical intrauterine procedure. Perforation with essure may occur, most often during insertion. In this particular case, the exact date and the mechanism of essure embedment are not known. However, given the nature of the event, causality with essure cannot be excluded. Abnormal bleeding and menses pattern changes may occur with essure therapy. Given this information and the positive temporal relationship, event bleeding was considered related to essure. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device breakage ("device breakage"), fallopian tube perforation ("fallopian tube had ruptured"), uterine perforation ("essure had punctured the thru the back wall of the uterus/essure device punctured the uterine wall/migration of essure device location of device: back wall of my uterus"), ruptured ectopic pregnancy ("pregnancy (termination right ruptured ectopic pregnancy)"), device expulsion ("essure had punctured the thru the back wall of the uterus/essure device punctured the uterine wall/migration of essure device location of device: back wall of my uterus , expulsion of essure device / migration of essure device- location: endometrium"), haemorrhage in pregnancy ("bleeding/abnormal bleeding(general)"), rectal haemorrhage ("rectal bleeding"), kidney infection ("right renal infection"), pyelonephritis ("polynephritis"), arnold-chiari malformation ("chiari malformation"), stevens-johnson syndrome ("stevens johnson syndrome"), genital haemorrhage ("abnormal bleeding(general)/ abnormal bleeding(general)- irregular sometimes super light, sometimes don't have it, sometimes crazy heavy"), basedow's disease ("grave's disease") and cardiac flutter ("heart fluttering") in a 39-year-old female patient (gravida 2, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 1 and gravida ii. Concurrent conditions included hemoperitoneum and anemia. Concomitant products included naproxen and oxycocet (percocet) for pain as well as azithromycin, ferrous sulfate (iron) from 2006 to 2008, medroxyprogesterone (depo provera) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant). On an unknown date, patient experiences device breakage, ruptured ectopic pregnancy, migraine, headache, nausea, fatigue, pain in extremity, arthralgia, amnesia, visual impairment, astigmatism, vision blurred, weight decreased, gingival bleeding, toothache, tooth extraction, dental caries, tooth fracture, sensitivity of teeth, dysmenorrhoea, pollakiuria, micturition urgency, urinary incontinence, fungal infection, nocturia, blood urine present, alopecia, mood swings, irritability, mood altered, premature menopause, allergy to metals, dyspareunia, vaginal haemorrhage, menorrhagia, hypoaesthesia, tremor, paraesthesia, bacterial vaginosis, amenorrhoea, libido decreased, skin disorder, rash, urticaria, dermal cyst, herpes zoster, psoriasis, dermatitis, abdominal pain, vaginal discharge, weight increased, anxiety, depression, anger, panic disorder, obsessive-compulsive disorder, cystitis, major depression, vaginal infection, fallopian tube cyst, emotional distress, polycystic ovaries, constipation, irritable bowel syndrome, dyspepsia, diarrhoea, gastrooesophageal reflux disease, rectal haemorrhage, endometriosis, bacterial infection, back pain, disturbance in attention, panic attack, kidney infection, pyelonephritis, hiatus hernia, arnold-chiari malformation, loss of libido, pain of skin, nasal congestion, stevens-johnson syndrome, breast discharge, genital haemorrhage, abdominal pain upper, dysuria, dizziness, epidermoid cyst excision, musculoskeletal stiffness, hyperthyroidism and basedow's disease. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 10282 last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (left salpingectomy and right salpingo-oopherectomy), surgery (hysterectomy(full)). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, ruptured ectopic pregnancy, migraine, headache, nausea, fatigue, pain in extremity, arthralgia, amnesia, visual impairment, astigmatism, vision blurred, weight decreased, gingival bleeding, toothache, tooth extraction, dental caries, tooth fracture, sensitivity of teeth, dysmenorrhoea, pollakiuria, micturition urgency, urinary incontinence, fungal infection, nocturia, blood urine present, alopecia, mood swings, irritability, mood altered, premature menopause, allergy to metals, dyspareunia, vaginal haemorrhage, menorrhagia, hypoaesthesia, tremor, paraesthesia, bacterial vaginosis, amenorrhoea, libido decreased, skin disorder, rash, urticaria, dermal cyst, herpes zoster, psoriasis, dermatitis, abdominal pain, vaginal discharge, weight increased, anxiety, depression, anger, panic disorder, obsessive-compulsive disorder, cystitis, major depression, vaginal infection, fallopian tube cyst, emotional distress, polycystic ovaries, constipation, irritable bowel syndrome, dyspepsia, diarrhoea, gastrooesophageal reflux disease, rectal haemorrhage, endometriosis, bacterial infection, back pain, disturbance in attention, panic attack, kidney infection, pyelonephritis, hiatus hernia, arnold-chiari malformation, loss of libido, pain of skin, nasal congestion, stevens-johnson syndrome, breast discharge, genital haemorrhage, abdominal pain upper, dysuria, dizziness, epidermoid cyst excision, musculoskeletal stiffness, hyperthyroidism and basedow's disease outcome was unknown and the fallopian tube perforation, uterine perforation, device expulsion, haemorrhage in pregnancy and female sexual dysfunction had not resolved. The reporter considered abdominal pain, abdominal pain upper, allergy test positive, allergy to metals, alopecia, amenorrhoea, amnesia, anger, anxiety, arnold-chiari malformation, arthralgia, astigmatism, back pain, bacterial infection, bacterial vaginosis, basedow's disease, blood urine present, breast discharge, cardiac flutter, constipation, cystitis, dental caries, depression, dermal cyst, dermatitis, device breakage, device expulsion, diarrhoea, disturbance in attention, dizziness, duodenitis, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, ectopic pregnancy with contraceptive device, emotional distress, endometriosis, epidermoid cyst excision, fallopian tube cyst, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastritis, gastrooesophageal reflux disease, genital haemorrhage, gingival bleeding, haemorrhage in pregnancy, headache, herpes zoster, hiatus hernia, hormone level abnormal, hot flush, hyperthyroidism, hypoaesthesia, irritability, irritable bowel syndrome, kidney infection, libido decreased, loss of libido, major depression, menorrhagia, micturition urgency, migraine, mood altered, mood swings, musculoskeletal stiffness, nasal congestion, nausea, night sweats, nocturia, obsessive-compulsive disorder, pain in extremity, pain of skin, panic attack, panic disorder, paraesthesia, pollakiuria, polycystic ovaries, premature menopause, psoriasis, pyelonephritis, rash, rectal haemorrhage, ruptured ectopic pregnancy, sensitivity of teeth, skin disorder, spondylitis, stevens-johnson syndrome, tay-sachs disease, tooth extraction, tooth fracture, toothache, tremor, urinary incontinence, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: per pfs: on (B)(6) 2011, plaintiff underwent left salpingectomy and right salpingo-oopherectomy. Per mr: on (B)(6) 2011, hysterosalpingogram revealed right ovary surgically absent. Right essure device in place. Been in the region of the right fallopian tube about the proximal portion of the. Essure device. Despite the fact that the patient gives a history of a right salpingectomy. Left fallopian tube is noted and is minimally patent, although the patient also gives a history of having a left fallopian tube removed. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: negative. On (B)(6) 2011, hysterosalpingogram revealed right ovary surgically absent. Right essure device in place. Been in the region of the right fallopian tube about the proximal portion of the essure device. Despite the fact that the patient gives a history of a right salpingectomy. Left fallopian tube is noted and is minimally patent, although the patient also gives a history of having a left fallopian tube removed. ¿concerning the injuries reported in this case, the following one was described in patients medical record: confirming ruptured ectopic pregnancy. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet received. Events added: pain in extremity, arthralgia, amnesia, visual impairment, astigmatism, vision blurred, weight decreased, gingival bleeding, toothache, tooth extraction, dental caries, tooth fracture, sensitivity of teeth, dysmenorrhoea, pollakiuria, micturition urgency, urinary incontinence, fungal infection, nocturia, blood urine present, alopecia, mood swings, irritability, mood altered, premature menopause, allergy to metals, dyspareunia, vaginal haemorrhage, menorrhagia, hypoaesthesia, tremor, paraesthesia, bacterial vaginosis, amenorrhoea, libido decreased, skin disorder, rash, urticaria, dermal cyst, herpes zoster, psoriasis, dermatitis, abdominal pain, vaginal discharge, weight increased, anxiety, depression, anger, panic disorder, obsessive-compulsive disorder, cystitis, major depression, vaginal infection, fallopian tube cyst, the last episode of female sexual dysfunction, emotional distress, polycystic ovaries, constipation, irritable bowel syndr. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device breakage ("device breakage"), fallopian tube perforation ("fallopian tube had ruptured"), uterine perforation ("essure had punctured the thru the back wall of the uterus/essure device punctured the uterine wall/migration of essure device location of device: back wall of my uterus"), ruptured ectopic pregnancy ("pregnancy (termination right ruptured ectopic pregnancy)"), device expulsion ("essure had punctured the thru the back wall of the uterus/essure device punctured the uterine wall/migration of essure device location of device: back wall of my uterus , expulsion of essure device / migration of essure device- location: endometrium"), haemorrhage in pregnancy ("bleeding/abnormal bleeding(general)"), rectal haemorrhage ("rectal bleeding"), kidney infection ("right renal infection"), pyelonephritis ("polynephritis"), arnold-chiari malformation ("chiari malformation"), stevens-johnson syndrome ("stevens johnson syndrome"), genital haemorrhage ("abnormal bleeding(general)/ abnormal bleeding(general)- irregular sometimes super light, sometimes don't have it, sometimes crazy heavy"), basedow's disease ("grave's disease") and cardiac flutter ("heart fluttering") in a 39-year-old female patient (gravida 2, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 1 and gravida ii. Concurrent conditions included hemoperitoneum and anemia. Concomitant products included naproxen and oxycocet (percocet) for pain as well as azithromycin, ferrous sulfate (iron) from 2006 to 2008, medroxyprogesterone (depo provera) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant). On an unknown date, error in f_event_with_onset_srsns_nt:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 10282 last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (left salpingectomy and right salpingo-oopherectomy), surgery (hysterectomy(full)), surgery (bilateral salpingectomy, oophorectomy (one side removal of ovary)), surgery (salpingectomy, oophorectomy (one side removal of ovary)) and surgery (bilateral salpingectomy, oophorectomy (one side removal of ovary)). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, ruptured ectopic pregnancy, migraine, headache, nausea, fatigue, pain in extremity, arthralgia, amnesia, visual impairment, astigmatism, vision blurred, weight decreased, gingival bleeding, toothache, tooth extraction, dental caries, tooth fracture, sensitivity of teeth, dysmenorrhoea, pollakiuria, micturition urgency, urinary incontinence, fungal infection, nocturia, blood urine present, alopecia, mood swings, irritability, mood altered, premature menopause, allergy to metals, dyspareunia, vaginal haemorrhage, menorrhagia, hypoaesthesia, tremor, paraesthesia, bacterial vaginosis, amenorrhoea, libido decreased, skin disorder, rash, urticaria, dermal cyst, herpes zoster, psoriasis, dermatitis, abdominal pain, vaginal discharge, weight increased, anxiety, depression, anger, panic disorder, obsessive-compulsive disorder, cystitis, major depression, vaginal infection, benign fallopian tube neoplasm, emotional distress, polycystic ovaries, constipation, irritable bowel syndrome, dyspepsia, diarrhoea, gastrooesophageal reflux disease, rectal haemorrhage, endometriosis, bacterial infection, back pain, disturbance in attention, panic attack, kidney infection, pyelonephritis, hiatus hernia, arnold-chiari malformation, loss of libido, pain of skin, nasal congestion, stevens-johnson syndrome, breast discharge, genital haemorrhage, abdominal pain upper, dysuria, dizziness, epidermoid cyst excision, musculoskeletal stiffness, hyperthyroidism and basedow's disease outcome was unknown and the fallopian tube perforation, uterine perforation, device expulsion, haemorrhage in pregnancy and female sexual dysfunction had not resolved. The reporter considered abdominal pain, abdominal pain upper, allergy test positive, allergy to metals, alopecia, amenorrhoea, amnesia, anger, anxiety, arnold-chiari malformation, arthralgia, arthritis, astigmatism, back pain, bacterial infection, bacterial vaginosis, basedow's disease, benign fallopian tube neoplasm, blood urine present, breast discharge, cardiac flutter, constipation, cystitis, dental caries, depression, dermal cyst, dermatitis, device breakage, device expulsion, diarrhoea, disturbance in attention, dizziness, duodenitis, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, ectopic pregnancy with contraceptive device, emotional distress, endometriosis, epidermoid cyst excision, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, gastritis, gastrooesophageal reflux disease, genital haemorrhage, gingival bleeding, haemorrhage in pregnancy, headache, herpes zoster, hiatus hernia, hormone level abnormal, hot flush, hyperthyroidism, hypoaesthesia, irritability, irritable bowel syndrome, kidney infection, libido decreased, loss of libido, major depression, menorrhagia, micturition urgency, migraine, mood altered, mood swings, musculoskeletal stiffness, nasal congestion, nausea, night sweats, nocturia, obsessive-compulsive disorder, pain in extremity, pain of skin, panic attack, panic disorder, paraesthesia, pollakiuria, polycystic ovaries, premature menopause, psoriasis, pyelonephritis, rash, rectal haemorrhage, ruptured ectopic pregnancy, sensitivity of teeth, skin disorder, spondylitis, stevens-johnson syndrome, tay-sachs disease, tooth extraction, tooth fracture, toothache, tremor, urinary incontinence, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: per pfs: on (B)(6) 2011, plaintiff underwent left salpingectomy and right salpingo-oopherectomy. Per mr: on (B)(6) 2011, hysterosalpingogram revealed right ovary surgically absent. Right essure device in place. Been in the region of the right fallopian tube about the proximal portion of the. Essure device. Despite the fact that the patient gives a history of a right salpingectomy. Left fallopian tube is noted and is minimally patent, although the patient also gives a history of having a left fallopian tube removed. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on(B)(6) 2011: negative. On (B)(6) 2011, hysterosalpingogram revealed right ovary surgically absent. Right essure device in place. Been in the region of the right fallopian tube about the proximal portion of the essure device. Despite the fact that the patient gives a history of a right salpingectomy. Left fallopian tube is noted and is minimally patent, although the patient also gives a history of having a left fallopian tube removed. ¿concerning the injuries reported in this case, the following one was described in patients medical record: confirming ruptured ectopic pregnancy. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 12-sep-2018: coding correction: event: arthritis in neck, back, knees and hands with meddra llt back arthritis, split into 1. Arthritis in neck, back with meddra llt-arthritis neck and back and 2. Arthritis in knees and hands with meddra llt-arthritis hand and knee. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device breakage ("device breakage"), fallopian tube perforation ("fallopian tube had ruptured"), uterine perforation ("essure had punctured the thru the back wall of the uterus/essure device punctured the uterine wall/migration of essure device location of device: back wall of my uterus"), ruptured ectopic pregnancy ("pregnancy (termination right ruptured ectopic pregnancy)"), device expulsion ("essure had punctured the thru the back wall of the uterus/essure device punctured the uterine wall/migration of essure device location of device: back wall of my uterus , expulsion of essure device / migration of essure device- location: endometrium"), haemorrhage in pregnancy ("bleeding/abnormal bleeding(general)"), arnold-chiari malformation ("chiari malformation"), cardiac flutter ("heart fluttering"), genital haemorrhage ("abnormal bleeding(general)/ abnormal bleeding(general)- irregular sometimes super light, sometimes don't have it, sometimes crazy heavy"), rectal haemorrhage ("rectal bleeding"), kidney infection ("right renal infection"), pyelonephritis ("polynephritis"), stevens-johnson syndrome ("stevens johnson syndrome") and basedow's disease ("grave's disease") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 1 and gravida ii. Concurrent conditions included hemoperitoneum and anemia. Concomitant products included naproxen and oxycodone hydrochloride;paracetamol (percocet) for pain as well as azithromycin, ferrous sulfate (iron) from 2006 to 2008, medroxyprogesterone acetate (depo provera) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant). Error in f_event_with_onset_srsns_nt:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 11295. The patient was treated with ablation and surgery (hysterectomy(full), salpingectomy, oophorectomy (one side removal of ovary), bilateral salpingectomy, oophorectomy (one side removal of ovary) and left salpingectomy and right salpingo-oopherectomy). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, ruptured ectopic pregnancy, arnold-chiari malformation, cardiac flutter, genital haemorrhage, migraine, headache, nausea, fatigue, pain in extremity, arthralgia, amnesia, visual impairment, astigmatism, vision blurred, weight decreased, gingival bleeding, toothache, tooth extraction, dental caries, tooth fracture, sensitivity of teeth, dysmenorrhoea, pollakiuria, micturition urgency, urinary incontinence, vulvovaginal mycotic infection, nocturia, blood urine present, alopecia, mood swings, irritability, mood altered, premature menopause, allergy to metals, dyspareunia, vaginal haemorrhage, menorrhagia, hypoaesthesia, tremor, paraesthesia, bacterial vaginosis, amenorrhoea, libido decreased, skin disorder, rash, urticaria, dermal cyst, herpes zoster, psoriasis, dermatitis, abdominal pain, vaginal discharge, weight increased, anxiety, depression, anger, panic disorder, obsessive-compulsive disorder, cystitis, major depression, vaginal infection, benign fallopian tube neoplasm, emotional distress, polycystic ovaries, constipation, irritable bowel syndrome, dyspepsia, diarrhoea, gastrooesophageal reflux disease, rectal haemorrhage, endometriosis, bacterial infection, back pain, disturbance in attention, panic attack, kidney infection, pyelonephritis, hiatus hernia, loss of libido, pain of skin, nasal congestion, stevens-johnson syndrome, breast discharge, abdominal pain upper, dysuria, dizziness, epidermoid cyst excision, musculoskeletal stiffness and hyperthyroidism outcome was unknown and the fallopian tube perforation, uterine perforation, device expulsion, haemorrhage in pregnancy and female sexual dysfunction had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain upper, allergy test positive, allergy to metals, alopecia, amenorrhoea, amnesia, anger, anxiety, arnold-chiari malformation, arthralgia, arthritis, astigmatism, back pain, bacterial infection, bacterial vaginosis, basedow's disease, benign fallopian tube neoplasm, blood urine present, breast discharge, cardiac flutter, constipation, cystitis, dental caries, depression, dermal cyst, dermatitis, device breakage, device expulsion, diarrhoea, disturbance in attention, dizziness, duodenitis, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, ectopic pregnancy with contraceptive device, emotional distress, endometriosis, epidermoid cyst excision, fallopian tube perforation, fatigue, female sexual dysfunction, gastritis, gastrooesophageal reflux disease, genital haemorrhage, gingival bleeding, haemorrhage in pregnancy, headache, herpes zoster, hiatus hernia, hormone level abnormal, hot flush, hyperthyroidism, hypoaesthesia, irritability, irritable bowel syndrome, kidney infection, libido decreased, loss of libido, major depression, menorrhagia, micturition urgency, migraine, mood altered, mood swings, musculoskeletal stiffness, nasal congestion, nausea, night sweats, nocturia, obsessive-compulsive disorder, pain in extremity, pain of skin, panic attack, panic disorder, paraesthesia, pollakiuria, polycystic ovaries, premature menopause, psoriasis, pyelonephritis, rash, rectal haemorrhage, ruptured ectopic pregnancy, sensitivity of teeth, skin disorder, spondylitis, stevens-johnson syndrome, tay-sachs disease, tooth extraction, tooth fracture, toothache, tremor, urinary incontinence, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: per pfs: on (B)(6) 2011, plaintiff underwent left salpingectomy and right salpingo-oopherectomy. Per mr: on (B)(6) 2011, hysterosalpingogram revealed right ovary surgically absent. Right essure device in place. Been in the region of the right fallopian tube about the proximal portion of the. Essure device. Despite the fact that the patient gives a history of a right salpingectomy. Left fallopian tube is noted and is minimally patent, although the patient also gives a history of having a left fallopian tube removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2011: results: negative. Diagnostic results: on (B)(6) 2011, hysterosalpingogram revealed right ovary surgically absent. Right essure device in place. Been in the region of the right fallopian tube about the proximal portion of the essure device. Despite the fact that the patient gives a history of a right salpingectomy. Left fallopian tube is noted and is minimally patent, although the patient also gives a history of having a left fallopian tube removed. ¿concerning the injuries reported in this case, the following one was described in patients medical record: confirming ruptured ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 14-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced an ectopic pregnancy and her fallopian had ruptured and essure had punctured the thru the back wall of the uterus. She underwent a surgery to remove the fallopian tube and ovary. During the surgery, it was discovered that the essure device punctured the uterine wall (embedded device). It was also reported that she experienced bleeding (seen as genital haemorrhage). All the events are anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When a pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Considering the plausible temporal relationship and the nature of the event, a causal relationship between ectopic pregnancy and essure cannot be excluded. Fallopian tube rupture, as it complication, was also considered related. Uterine perforation/embedment may occur with trans-cervical intrauterine procedure. Perforation with essure may occur, most often during insertion. In this particular case, the exact date and the mechanism of essure embedment are not known. However, given the nature of the event, causality with essure cannot be excluded. Abnormal bleeding and menses pattern changes may occur with essure therapy. Given this information and the positive temporal relationship, event bleeding was considered related to essure this case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), fallopian tube perforation ("fallopian tube had ruptured"), uterine perforation ("essure had punctured the thru the back wall of the uterus/essure device punctured the uterine wall/migration of essure device location of device: back wall of my uterus"), ruptured ectopic pregnancy ("pregnancy (termination right ruptured ectopic pregnancy)"), device expulsion ("essure had punctured the thru the back wall of the uterus/essure device punctured the uterine wall/migration of essure device location of device: back wall of my uterus") and haemorrhage in pregnancy ("bleeding/abnormal bleeding(general)") in a 39-year-old female patient (gravida 2, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy on (B)(6) 2010. Concomitant products included naproxen and oxycone (percocet) for pain as well as azithromycin, contraceptives nos, ferrous sulfate (iron) from 2006 to 2008 and medroxyprogesterone (depo provera). On (B)(6) 2010, the patient had essure inserted. In december 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In february 2011, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headache"), headache ("migraines / headache"), nausea ("nausea") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (left salpingectomy and right salpingo-oopherectomy), surgery (bilateral salpingectomy, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2011. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, migraine, headache, nausea and fatigue outcome was unknown and the fallopian tube perforation, uterine perforation, device expulsion, haemorrhage in pregnancy and female sexual dysfunction had not resolved. The reporter considered device expulsion, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, female sexual dysfunction, haemorrhage in pregnancy, headache, migraine, nausea, ruptured ectopic pregnancy and uterine perforation to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events per pfs: apareunia (inability to have sexual intercourse), migraines / headaches, nausea, pain, fatigue, pregnancy (termination) right ruptured ectopic pregnancy, lower abdomen pain, device expulsion were added, patient's concomitant medication added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.